Manufacturer narrative:
A visual inspection of the pumping segment received on its own confirmed the customer's report as a hole was identified to the silicone tubing at the shoulder of the upper pumping segment component. A visual inspection of the second sample did not identify any similar damage; furthermore no leakage was identified during testing of the product. They confirmed that such damage may occur during the assembly process of the pumping segment due to misalignment of the assembly mechanism.

Event description:
The reported feedback suggests that there is a leakage.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.